Event description:
Pt was implanted with an lcp curved condylar plate due to fracture of left femur. Three months postoperatively, pt experienced a broken plate and was revised.

Manufacturer narrative:
Info not provided on initial report. Add'l info has been requested. Manufacture date cannot be determined without a lot number. No conclusions can be drawn, investigation not complete. Device history record review cannot be requested without a lot number.